Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline dislodged during delivery and remains in the patient. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the middle cerebral artery with a max diameter of 6.5 mm and a 6 mm neck diameter. Landing zone: distal: 2.2 mm and proximal: 2.5 mm. It was noted the patient's vessel tortuosity was normal. Dual antiplatelet treatment was administered. The pru level met the standard. The angiographic result post procedure showed a middle cerebral artery aneurysm. It was reported that the patient was undergoing aneurysm dense mesh treatment. M1 proximal aneurysm in the brain, the stent was deployed normally after it was in place. When it reached the proximal end of the stent, it was found that the stent was dislodged. It could not be manipulated and only the microcatheter could be withdrawn. After the stent popped out, the proximal end of the tumor neck was not completely covered and had to be covered with a new stent. The pipeline was not used for an indication that was off-label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event.

Event description:
Additional information received that the cause of the dislodgment was not determined. There were not multiple pipeline devices being used when movement occurred. There was no friction or difficulty during delivery or positioning. The pipeline was not implanted at the intended location; the proximal end was not covered. The device did not jump during deployment. The tip of the catheter was not moved during deployment. The anatomical location of the pipeline is in the middle cerebral artery m1 segment. The patient returned to normal after recovering from the procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.